Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report experiencing no audio output from the receiver and a subsequent hypoglycemic event occurring on (B)(6) 2014. Patient reported missing a low due to no audio alert which resulted in a broken foot and medical intervention by ems personnel. Patient reports she was aware of the audio issue for 4 weeks prior to the event but failed to contact dexcom. At the time of her call to dexcom technical support, patient was feeling better but still experiencing pain in her foot. Dexcom has issued an rga for patient to return her device to be investigated.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported no audio output.